Event description:
The device was returned from the customer for service.during service by baxter technician, the device failed accuracy test with underdelivery. No record of any pt incident involving the pump.